Event description:
During a routine call with the outpatient clinic, it was advised that a patient requested an explant for patient factors. It was noted that there were no hardware issues reported. On (B)(6) 2022, the device was explanted.